Event description:
It was reported that during the implant procedure, the tip of the lead was not straight. The lead was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to a tear. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.